Event description:
It was reported occlusion alarms occurred. Customer changed pump supplies to address the issue. It was also reported that the customer experienced a blood glucose (bg) level of 38 mg/dl. Reportedly, customer inadvertently initiated a bolus which subsequently decreased their bg level. Bg level was addressed by consuming carbohydrates and glucose tablets.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.